Event description:
Patient receiving antibiotics (vancomycin) q.6h (every six hours). IV antibiotics hung using secondary IV tubing; secondary IV tubing noted to be leaking at connection site with primary IV tubing.